Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified and 90% stenosed circumflex artery. Pre-dilatation was performed with a 1.5 x 12 mm unknown balloon catheter. A 2.75 x 23 mm xience v was advanced to the lesion and implanted; however, a distal edge dissection occurred. Another xience v was successfully used to cover the dissection and complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.